Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated five to six times during the night. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 40 mg/dl when his actual blood glucose level was 150 mg/dl. Troubleshooting was declined by the customer. Advised to monitor the sensor's performance. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.